Event description:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
The patient was presented back to the electrophysiology (ep) laboratory. The device was explanted without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). The available information suggests that the device remains in-service at this time.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient's monitoring system detected an alert which was associated with a code#1003. Additionally, the device was generating beeping tones. A memory upload was sent to boston scientific for in-house engineering review. A review of stored data from the patient's monitoring system confirmed that a low voltage fault was declared in (B)(6) 2014. The voltage is currently 2.917 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations were estimated. To date, the power appears steady; however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time.